Event description:
The customer reported the evis exera iii video system center display an e315 and e216 error. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event. This report is being submitted for the e315 error.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, moisture residue on the video connector was noted. In addition, an e115 error was observed due to printed circuit board failure. The probable cause of the defects were due to normal wear and tear damage and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿e315¿ seemed to have occurred due to moisture that adhered to the video connector. No further information could be obtained, therefore, they could not identify the reason why moisture adhered to the connector. Olympus will continue to monitor field performance for this device.